Event description:
It was reported that the pt was having a change in therapy effect and was flaccid. The pt was implanted with a new pump and catheter about 2 days prior to the call and the symptom began sometime following implant but timing was not specified. The pt was getting 25 mcg/ml with 500 mcg/ml lioresal drug concentration. Add'l info has been requested.

Manufacturer narrative:
.